Event description:
The user facility reported patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, patient experienced non-sustained ventricular tachycardia, fever, and infection. Broad-spectrum antibiotics were given and patient was ultimately revised to impella cp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4, h6 health effect - clinical code the investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/ infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.